Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2017-01752.

Manufacturer narrative:
(Lot number, expiration date).

Manufacturer narrative:
Image review was performed from the provided procedural cine, follow up (f/u) cine, pre-operative CT and f/u CT provided. Pre-op CT: dilated ascending aorta (approx. 5.32cm); bicuspid valve , type 1 with fusion (raphe) between the right and left coronary cusps; calcified right and non-coronary cusps; agree with annulus measurements; no apparent straight section seen for valve alignment. Procedural cine: cps catheters seen; calcified leaflets; wire seen down left coronary artery; no image of valve alignment or delivery system advancing around aortic arch; undeployed valve not centered or coaxial within annulus prior to inflation; large aneurysmal ascending aorta; valve deployed with slow inflation; ai seen post valve deployment, unable to determine pvl versus central; delivery system re-advanced; ds is pressed against outer walls of aorta; post dilatation done x2; first dilatation not effective as balloon does not completely inflate; ai still present; aortic dissection seen below left subclavian artery. F/u CT (post tavr): aortic dissection appears to start below left subclavian artery and propagates to descending aorta; no dissection seen in abdominal aorta. F/u cine (post tavr): coronary angiogram with compressions; left coronary system appears patent; right coronary system appears patent; last image shows aortic root angiogram with no annular rupture seen. Impression/recommendations: ascending aorta aneurysm (5 ¿ 5.3cm) with type I bicuspid aortic valve. Patient with moderate thoracoabdominal tortuosity. Cine images show patient on cps prior to tavr. No images provided of delivery system advancing around aortic arch at the time and position where dissection occurred. Valve deployment done with valve not centered within annulus and delivery system torqued towards inner curvature of the ascending aorta (uncommon position). Delivery system removed (after valve deployment) and re-advanced for post dilatation. No images provided of the re-advancement of the delivery system around aortic arch. During 1st post dilatation, delivery system is pressed against the outer curvature of ascending aorta and abdominal aortic wall. Dsa image shows aortic dissection just below left subclavian artery and propagating towards descending aorta. Post tavr cine images show patient receiving CPR as coronary angiogram is being performed. No coronary occlusions seen. No clear annular rupture seen near lcc. No images of tip of esheath in descending aorta. Esheath seen terminating at the thoraco-abdominal junction (below lv/rv in the fluoro images). No abdominal aorta dissection seen which makes it more probable that the delivery system caused or contributed to the dissection rather than the esheath.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the cause of the dissection is unknown. However, patient factors (horizontal aorta, mild calcification) and the mechanisms described above likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transfemoral tavr procedure, aortic dissection occurred from subclavian artery at the distal aortic arch to the descending aorta. The patient developed cardiac arrest and passed away. It was suspected that an annulus rupture caused the cardiac arrest; however it could not be identified. Due to the cardiac depression, percutaneous cardiopulmonary support (pcps) was implemented prior to the procedure. Lunderquist wire was inserted to stretch and straighten tortuous abdominal aorta and descending aorta. A 26mm sapien 3 valve was deployed with nominal volume. Post dilation was performed for moderate paravalvular leak (pvl) improving to mild pvl. Transesophageal echocardiography (tee) noted aortic dissection occurred from subclavian artery at the distal aortic arch to the descending aorta (where the tip of esheath reach). It was decided to not perform a thoracic endovascular aortic repair (tevar) but instead perform a CT. The blood pressure (bp) was in 100mmhg¿s and hemodynamic was stable. The patient was weaned off from pcps and the procedure was closed. Postoperative CT confirmed presence of aortic dissection but it had not worsened. In addition CT also showed no cardiac effusion and no annulus rupture. However, the patient developed cardiac arrest when transferred from CT room to x-ray room. Cardiac massage, emergent pcps was started. The patient was emergently transferred to the cath lab for angiography. No coronary artery obstruction was found. The patient developed superior vena cava syndrome (svcs) and it made difficult for pcps circuit to draw the blood. Aortography (aog) revealed the findings which were suspected to be an annulus rupture near left coronary cusp (lcc). The patient¿s heart stopped during aog and death was confirmed. At this point, 2 hours and 30 minutes had passed since s3 valve was deployed.